Manufacturer narrative:
The reported events were for lead dislodgement and the guidewire being stuck inside the lead. A complete lead, without a guidewire inserted, was returned in one piece for analysis. The reported event of the wire being stuck inside the lead was not confirmed. A guidewire could be fully inserted into the entire lead and removed without any difficulty. Visual and x-ray examination of the lead did not reveal any anomalies. The s-curve hump height was measured within specification. Electrical testing did not reveal any indication of conductor fractures or internal shorts.

Event description:
During an implant procedure, the guidewire had difficulty being removed from the left ventricular (lv) lead, which caused the lv lead to become dislodged. A new guidewire was used but was unable to be removed from the lv lead. As a result, the lv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.